Event description:
Caller reported patient's blood glucose readings have been elevated; exact readings were not provided. Caller stated he gave the patient insulin injections via a syringe to lower her blood glucose level. Caller reported he always operates the pump for the patient and giving injections was part of the patient's normal treatment. Caller alleges the pump is not delivering insulin properly. Caller declined to troubleshoot. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.